Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 173 mg/dl at the time of the incident. Customer stated that her doctor gave her a new pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The excessive no delivery test was unable to be performed due to no button response. The insulin pump had a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, and a scratched case.